Event description:
The lay user/patient contacted lifescan in 01/06 and alleged that the display on his one touch ultrasmart meter was damaged. The subject meter's display "goes black" when the meter was turned on. He was unable/unwilling to answer if he experienced any high or low blood glucose symptoms at the time of concern. The pt went to the hospital because the meter would not work. At the hospital, the pt's blood glucose was "high" (exact result was not provided) and he was given insulin and kept there for 24 hours. At the time of troubleshooting, it was verified that this was not a new product. The display issue was not resolved with troubleshooting. This complaint is MDR-reportable because of the unresolved display issue and the meter failed to provide a result at the time of concern. Eventually, the pt went to the hospital where he was found to be hyperglycemic and was given insulin. A replacement meter, control solution, and test strips were sent to the lay user/patient.